Manufacturer narrative:
(B)(4).

Event description:
Reporting status: malfunction. Reporting rationale: foreign material has caused or contributed to patient injury. Device issue: foreign material on stent. It was reported that an attempt was made to deploy the xience stent in the distal circumflex lesion; however, it could not get past the lesion and so the stent was removed. The stent was examined and felt, pieces of material was noticed on the gloves that had come from the stent. The stent platform was still on the balloon, but the stent was noted to have flared cells. There were no reported patient effects. No additional event or patient information is available.